Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-07251. It was reported the pt had a hypoglycemic event and since that time the stimulation was not as effective. Reprogramming was able to resolve the issue for a few days, but for the last eight months the pt has used the stimulation, but noted it was not as effective. Follow up identified the pt planned to have the scs system explanted in order to have an MRI at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.